Event description:
It was reported the epg (external pulse generator) was dropped. The atrial connector was broken, and the case was cracked. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the atrial output connector was broken and the upper and lower cases were broken. It was also noted that the battery release and lead flex cover were contaminated, the side bail covers were broken, the ring bail cover and ring bail were missing, the battery contacts were compressed and discolored, the keyboard was scratched, the serial number label was torn, the display was out of specification with the gasket showing and the battery drawer o-ring was missing.